Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The wheels were returned for evaluation, and subsequent testing verified the complaint. The tires are separating from the rims. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
The tires will not stay on the rim.